Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their merlin app. Upon further investigation, it was suspected that the ICD exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were performed and bluetooth connectivity was successfully restored.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption.